Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, during insertion: after the catheter was advanced, the withdrawal of the "handle" incl. The needle was not possible and the 2 parts could not separate. The entire product stayed in the arm of the patient (basilic vein, right arm). The 2 cm. Of the catheter near the purple hub was visible. The rest of the catheter was cut off and remained inside the vein. Surgery was consulted and the guidewire was removed from the insertion site.all parts of the catheter were removed. After surgery the incision was closed with a few stiches. I visited the patient 4 days after surgery, and he was feeling fine with no signs of infection or other complications.